Event description:
Description according to complainant: it is alleged that "pt was admitted to (B)(6) on (B)(6) 2012. There it was determined that an ivc filter would be implanted. That same day, the cook celect filter was inserted into pt. There were no complications at that time. Since the procedure, pt has experienced extreme and persistent chest pain and shortness of breath that was not there prior to the ivc filter's implantation". Patient outcome: it is alleged that "pt suffered significant and severe injuries to her body".

Manufacturer narrative:
(B)(4). Unknown as information was not provided by reporter. Based on very limited information it is not possible to determine if this is an adverse event or product problem. Based on very limited information it is not possible to determine the outcomes attributed to adverse event. Catalog # unknown as information was not provided. But it is assumed to be a celect filter. Lot # unknown as information was not provided. Expiration date: unknown as lot # is unknown. Unknown as lot # is unknown. No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is difficult to comment on the alleged extreme and persistent chest pain and shortness of breath after filter implant and on the alleged significant and severe injuries pt suffered to her body. The period from filter implant to experienced pain is not reported. Chest pain and shortness of breath is known as symptoms of pulmonary embolism. Based on the limited information available in this complaint, it remains unknown if the filter performance was related to this occurrence and therefore the exact root cause is unknown. However, it is described in the published scientific literature that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. No evidence to suggest that filter performance was related to this occurrence. No evidence to suggest that device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2015 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the common femoral vein due to trauma. Plaintiff is alleging pain, shortness of breath, heaviness in chest, discomfort.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer (B)(4). Additional information: investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect: pain, shortness of breath, heaviness in chest, discomfort, vc perforation, injuries- updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported discomfort, pain, shortness of breath are directly related to the filter. Unknown if the reported heaviness in chest and injuries are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Product catalog and lot# are/ unknown, but the filter celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient alleges perforation of filter struts beyond ivc wall. (B)(6) 2018, CT report revealed, "there is evidence of an ivc filter. The filter is located to the right side of the l3 vertebral body. The prongs of the ivc are projecting outside the lumen of the ivc."

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿pain, shortness of breath, heaviness in chest, discomfort". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported pain, shortness of breath, heaviness in chest, discomfort is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No device, imaging studies or medical records have been available. Consequently, based on very limited information it is difficult to comment on the alleged extreme and persistent chest pain and shortness of breath after filter implant and on the alleged significant and severe injuries pt suffered to her body. The period from filter implant to experienced pain is not reported. Chest pain and shortness of breath is known as symptoms of pulmonary embolism. Based on the limited information available in this complaint, it remains unknown if the filter performance was related to this occurrence and therefore the exact root cause is unknown. However, it is described in the published scientific literature that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. No evidence to suggest that filter performance was related to this occurrence. No evidence to suggest that device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.